Event description:
Medtronic received information that 6 years and 1 month post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic product. The reason for the replacement was reported as severe aortic regurgitation. It was reported that a hole was noted in the "valve belly" of the non-coronary cusp (ncc) and that pannus was present around the left coronary cusp (lcc) and the annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: histopathology analysis was performed on the valve to determine if an infection was present due to the vegetative host tissue observed. Histopathology evaluation showed that there was no evidence of host tissue effects (inflammation, host tissue deposition) or calcification contributing to the formation of the hole in the leaflet and marked structural deterioration was confined to the immediate edges of this hole in the leaflet. All other structural changes were minimal to mild and similar between leaflets. The material (vegetative appearing host tissue) on the outflow of the non-coronary cusp was histologically consistent with thrombus. Calcification was absent in all leaflets and no pannus/neointima was appreciable. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the noted vegetation on the valve outflow was confirmed to be thrombus. The abrasion resulting in a hole appears to be due to contact with the bias cloth of the right outflow rail of the stent. Deflection of the stent posts can result in more contact of the leaflet onto the cloth / long suture tail due to the altered position of the outflow rail and stent posts. The tear and abrasions seen in the explanted valve may have been a result of the altered position of the outflow rail since the position of the deflection results in the narrowing of this outflow rail opening. Exactly when and how the stent post deflection occurred cannot be determined. H3: device evaluated? Updated h6: updated the codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve stent posts appeared slightly bent inward. All leaflets were in the closed position and all commissures appeared intact. All leaflets appeared slightly stiff yet flexible except where host growth was present. An abrasion resulting in a hole was noted on the belly of the right cusp up to lunula. The abrasion appears to be due to contact with the bias cloth of the right outflow railing. Tan vegetative appearing host growth was observed on outflow of the non-coronary cusp. Small remnant piece of pannus noted hanging from the sewing ring adjacent to the right cusp. Radiography did not reveal calcification on the returned valve. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.